Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product and capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product and capsular contracture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.